Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: a cracked valve seat diaphragm valve was observed. Additional observations: ¿ no other observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.